Event description:
It was reported that during a right total knee replacement arthroplasty procedure, the blade broke at the mount. It was also reported that all pieces were recovered. It was further reported that there were no adverse consequences and no delays as a result of this event. It was also reported another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR was returned to the manufacturer for evaluation. It was visually confirmed that both tabs were broken from the mount of the blade. The returned part was measured where possible and all critical specifications were met. Based on observations made during an account visit, the breakage potentially occurred due to blade mis-loading, cutting techniques and the handpiece servicing by a non-stryker facility for repair. Lot number information has not been provided to permit further investigation. Investigation results indicate that the user contributed to this event.